Event description:
Pt received two unk bare metal stents in the left circumflex (lcx). A week later, the pt had an acute mi and received a 3.0 x 28mm cypher stent in early 2006. On eleven and a half months later, pt was treated for a distal cto and the lcx. Pt received two 2.75 x 23mm cypher stents. At that time, there was no problem seen in the lad. Lately, the pt has been admitted for a new coronary angiography and physician noticed aneurysms in the lad and lcx. The clopidogrel has been doubled and physician consulted a few colleagues in italy who recommended to follow this pt but to not further intervene.

Manufacturer narrative:
These devices are two of three products associated with this event. Please refer to MFR report # 3003742446-2008-00148. This report is for two unk 3.0 x 28mm cypher stents distributed outside the united states that are similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.